Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis found that cfb loggings indicating the epc was hanging up. Advised customer to check the ivista for a possible update to patch 1900. Vyaire medical has replaced the main electronics and the vent is working fine again. The exact root cause is not established. It is most likely that the epc is causing the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 is having a problem with usb key and the device screen freezes showing an error message: "device software. Application is not responding" and "application is not responding" while on a patient. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H11: the customer confirmed that the vent is used in a vet clinic for an animal patient. This incident is considered as misuse of device as bellavista1000 is not recommended for animal use. Therefore, this reported incident is non reportable to vyaire medical.